Manufacturer narrative:
Investigation summary: upon receipt, the catheter was visually inspected and a sharp edge was found on ring # 13. Ring # 16 was found scratched. Per the damage observed the catheter outer diameter was measured and it was found within specifications. Then, the returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 15 and # 16. Further examination revealed that the lead wire # 15 and # 16 was broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the wire breakage cannot be determined. The root cause of damage on the rings cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient, underwent an unknown procedure with a pentaray nav high-density mapping eco catheter. The customer reported issues of interference/noise and catheter visualization with the pentaray nav high-density mapping eco catheter. The interference was on poles # 15-16 as one of the splines could not be seen. The catheter was not changed but the case was continued and no patient consequences were reported. No errors were displayed on carto. These issues were determined to be not reportable. The potential risk that these issues could cause or contribute to a death or serious deterioration in state of health is remote. On (B)(6) 2018, the pentaray nav high-density mapping eco catheter was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. Initial visual analysis revealed the returned catheter appeared normal. On 2/27/2018, additional testing of the returned catheter identified sharp edges were observed on ring #13. Ring #16 was scratched. Bwi has determined the sharp edges of the electrode to be a reportable malfunction. The awareness date of this finding is 2/27/2018.